Event description:
The 355ld was used during a laparoscopy. The 355ld cannula chipped and the piece could not be found the pt. It is thought the piece chipped off in the later part of the case. The surgeon was almost completed with the procedure when this was noticed and the trocar was used to complete the case. The risk manager, is keeping the trocar. There was no consequence to the pt. Rpo 3/11/97 acknowledgement/follow up letter sent to person.